Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction. It was reported the patient had her device checked in her last appointment with the healthcare provider (hcp) who reportedly told her that the device did not need to be checked because it was "not working anyways." The patient stated the device was still running, but did not keep her from going. Additional information received from the hcp clarified that the device not working as patient had issues including developing recurrent urinary tract infections (utis) and incomplete bladder emptying. Reprogramming was performed without success. The utis occurred between 2014-2015 due to incomplete bladder emptying and the patient's underlying urinary dysfunction; the patient "now had incomplete bladder emptying." The uti was stated to not be related to the device, however. The patient was given the appropriate antibiotics and was catheterized.